Event description:
Same case as MDR ID: 2134265-2013-01314. It was reported that during a ureteric stenting procedure the guide wire coating peeled. The target lesion being treated was in the bladder. Two different amplatz super stiff - guide wires were used and were able to reach the target lesion, however the coating of both wires peeled inside of the 6f ureteric catheter. None of the coating is believed to have detached inside of the patient. The procedure was completed with another amplatz super stiff - guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that it was returned stuck inside the catheter and severely damaged; the coilwire is elongated, the spring tip unraveled and the corewire is fractured. Dimensional inspection was performed and were found to be within specifications. The overall length could not be measured due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-01314. It was reported that during a ureteric stenting procedure the guide wire coating peeled. The target lesion being treated was in the bladder. Two different amplatz super stiff- guide wires were used and were able to reach the target lesion, however the coating of both wires peeled inside of the 6f ureteric catheter. None of the coating is believed to have detached inside of the patient. The procedure was completed with another amplatz super stiff- guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).